Manufacturer narrative:
D9: returned date "18-jun-2024." H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the syringe port was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue was an intermittent motor. The motor was replaced.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault. There was no patient involvement.